Event description:
It was reported that the user experienced a nocturnal hypoglycemia event while using the ilet, with blood glucose decreasing to 55 mg/dl and then to a nadir of 45 mg/dl for approximately two hours after an unannounced late-night snack; the user temporarily disconnected the device believing it was delivering insulin and later reconnected. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no need for professional medical intervention or backup therapy. Investigation included case triage, user interview, and device-use review; app-based data synchronization was not completed due to account access issues, and no device alerts or alarms were reported. Investigation of this case revealed no evidence of a device malfunction, and the event was consistent with missed meal announcement leading to insulin delivery not matched to carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with a missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.